Event description:
Healthcare professional reported patient was injected with juvéderm® voluma¿ with lidocaine and juvéderm® volbella¿ with lidocaine. Four hours later, patient report that ¿it was hurting a lot¿ and had a ¿strange coloring of the skin¿. Hcp examined the patient 2 two hours after patient reported symptoms and believed a vascular complication had occurred. Patient was examined, neurologically and ocularly which were normal. Patient had begun to develop erythema, some ragged areas, papules in the temporal region and a lateral third of the frontal region. Patient was treated with enoxaparin, acetazolamide. Hcp diluted the hyaluronidase, in that alloenzyme equivalence for 2000 utr, and applied it in the region with a 25 cannula, two vials were injected. An hour later, hcp treated with a third vial. Patient¿s pain improved. Symptoms ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00779 (allergan complaint #(B)(4)). This MDR is being submitted for the suspect product, juvéderm® voluma¿ with lidocaine.

Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.